Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-28, information was received from a patient, via a manufacturer representative (rep), receiving morphine (10 mg/ml, 3 mg dose) via an implantable pump for spinal pain. The patient reported their pump became loose in the pocket following weight loss. The pump moved and became superficial. Weight loss was a contributing factor to the issue. The patient had a physical exam performed on an unknown date. A pocket revision was performed to put the pump under the fascia so it would not be as prominent. The issue was resolved at the time of this report. The patient's status was alive - no injury.